Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose (bg) event due to bent cannula on (B)(6) 2026. The cannula got bent on second day of insertion. The insertion site was thigh. The infusion set was used for two days. The blood glucose (bg) was high for 3-4 hours. The blood glucose was 430 mg/dl and was treated with insulin via correction pen. No further information available.